Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was damaged and an error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.